Event description:
This set is used with an automatic IV compounder to prepare tpns from bulk dose containers. For two years rptr has used these sets even though they consistantly leak and form puddles in the laminar-flow hood from several differnt sources. These sites of leakage drip constantly whether the pump is running to compound a tpn or at test. Rptr had convinced himself that this set drips outward and no air or particles were going into bulk containers. However, rptr really feels that this set is a danger to the pts receiving these tpns, since it's not a closed system and is being vented by bypassing the vents which don't allow airflow. When pumping from glass bulk containers such as intralipids, pump causes a negative pressure to build inside the bottle and the pump motor soon burns-up fighting this vaccum. Users pump has been replaced 5 times. To prevent this, user now has to remove the vent from the spike to allow air to enter the bottle. This is a second dangerous source of contamination. When the co rep was informed of the problems, user was told that no other clients had complaints.